Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, specifically tlip 4-5, using the stealth navigation system, an issue occurred where the trajectory 1 view on the system was black while performing on one side of the patient's anatomy, although the trajectory 2 view displayed correctly. The surgeon attempted to resolve the issue by exiting and re-entering the navigation page, but the problem persisted. The site then performed another scan, which resolved the issue. The probable cause was identified as the view potentially being zoomed in and needing to be recentered. The resolution was confirmed on call. A procedure delay of less than 1 hour was reported. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740 (software version: 2.1.0) h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs and archives were reviewed. The logs captured that the site took 4 imaging system spins and proceeded for navigation. Logs indicated that user used trajectory 1 <(>&<)> 2 views, but did not capture any abnormalities related to blank view. Logs did capture that user tried to recenter and pinch events on trajectory views. As per case description, the issue resolved by taking new spin. The reported behavior was not able to reproduce with provided archives. However, for tracking purpose closing this case to test tracking. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6: a manufacturer representative went to the site to test the navigation system. No hardware was replaced. It was reported that an additional imaging spin was performed which resolved the trajectory 1 view and case was completed without additional incident. The system performed as intended after. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.